Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The device was returned and during device evaluation, contamination was observed in the device blower. There was no allegation of harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Manufacturer narrative:
The manufacturer previously reported in section d9 device was not available for evaluation and in h3 device not evaluated by manufacturer. But it was determined that the device was available for evaluation and device was evaluated by manufacturer. Therefore, sections d9 and h3 are corrected in this report.